Manufacturer narrative:
The facility reports that during a transfer, the pt fell out of the sling onto the floor, and sustained a head injury requiring stitches. The facility never used this sling before, and stated they do not feel the sling malfunctioned in any way. Nature of complaint suggests transfer error. MDR filed based on alleged head injury.

Event description:
The resident was being transferred from a wheelchair to a bed when the resident became frightened and stiffened up, causing the consumer to flip backwards and fall out of the sling onto the floor. Serious injury is alleged.